Event description:
It is reported that the device may not infuse rapidly. The h-1200 decreases the delivery rate considerably after half the bag is delivered.

Manufacturer narrative:
During visual inspection, a cracked return tube was noted. However, the reported issue of decreased delivery rate could not be duplicated. The return tube was replaced. The complaint is not confirmed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4 is unknown.